Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl; cause was unknown. The customer consumed 200 grams of carbohydrates, juice, and glucose tablets to treat the low bg level. The customer was unsure of the suspected cause of low bg but believed having inadvertently delivered a bolus for 11 units instead of the intended bolus amount of 1.1 units. The customer reviewed the bolus history but did not find a bolus that had been delivered for 11 units. Additionally, the customer's maximum hourly bolus rate was set for 5 units. Recommendation was made to consult with healthcare provider regarding diabetes management.